Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. The suspect device was not returned for evaluation. However, log file was sent by customer and being reviewed by technical support. In preliminary analysis, the unit inspiration valve found not working properly. Requested to do the inspiration block/valve test. On 24-jul, test is perform and the log result shows inspiration valve nt error 4 and 8 while the blower current, voltage and speed looks good. The problem suspected caused by the inspiration valve itself. Results of investigation: vyaire medical determined root cause was determined as due to defective inspiration valve nt. Technical support advised to replace the unit inspiration valve.

Event description:
Distributor reported inspiration valve or device leaky active alarm happened on a bellavista 1000 prior patient use. There was no patient involvement associated with this event.